Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported:the nurse proceeded to remove the ez-io needle using a syringe as instructed in the past. While twisting clockwise and pulling upward the yellow hub pulled off the end of the needle leaving the 45 mm needle in the left proximal tibia. An orthopedic consult was requested, however, they were not able to remove the needle.

Manufacturer narrative:
(B)(4). DHR file is not available for review in the us. One 9079-vc-005 ez-io hub was received with a detached needle (cannula was not returned). Obvious damage is present on the needle side of the hub as the needle was separated from the hub during a difficult insertion. In lieu of a functional inspection, a detailed description and photographs were sent to lake region medical for evaluation. Please see the attached memo for evaluation comments. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "use of the ez stabilizer is strongly recommended for all ez-io insertions", "maintain axial alignment during removal, do not rock or bend the catheter during removal". A review of the certificate of inspection found that the needle set passed all the inspection criteria. The effective inspection date device was (B)(6) 2016 and is approximately 1 year old. Per the attached evaluation statement from lake region medical and pictures provided, the complaint has been confirmed. The needle set was damaged during use. No further action required.

Event description:
Issue reported:the nurse proceeded to remove the ez-io needle using a syringe as instructed in the past. While twisting clockwise and pulling upward the yellow hub pulled off the end of the needle leaving the 45 mm needle in the left proximal tibia. An orthopedic consult was requested, however, they were not able to remove the needle.